Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white substance (precipitate) was observed in the additive port threads of four (4) folfusor sv (small volume) devices. The devices were filled with fluorouracil. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from august 17, 2020 ¿ august 18, 2020. H10: four (4) actual samples were received containing 115ml of fluorouracil drug in the bladder. Visual inspection was performed using the naked eye which observed a small speck of white residue in the thread of the fill port cap in all samples. Drug fluorouracil forms a white residue when dried so any small amount of drug left in the fill port when the fill port cap is replaced. Drug residue did not come from the folfusor product. Therefore, all samples were determined to be conforming products. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.